Event description:
Complainant alleged that before use, the device's screen was black with no alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
H3: the reported issue was verified during the evaluation at zoll italy. It was determined that a defective main board is the root cause of the problem. A repair estimate was submitted to the customer, and the main board will be replaced to resolve the reported issue.